Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis exera iii gastrointestinal videoscope exhibited white foreign material in the air/water nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: b5 (describe event or problem) should reflect: it was observed that during the device inspection, the gastrointestinal videoscope exhibited air/water cylinder and air/water tube has foreign objects. There were no reports of patient involvement. Correction: h6 (component code) should include: 440 ¿ cylinder & 525 ¿ tube. Correction: h6 (health effect ¿ impact code) should be: 2645 ¿ no patient involvement. New information added to the following fields: d8, d9, h3, h4, h6. A review of the device history record found there were no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the investigation results, foreign material in a/w-cylinder and foreign material in a/w-channel, could not be identified. The legal manufacturer was unable to confirm if reprocessing steps were performed according to the instructions for use. Although we confirmed foreign material adhered/clogged in a/w-cylinder and a/w-channel from provided photos by sbc, could not identify the material. We could not specify root cause of the material remained in the device. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿chapter 3 preparation and inspection chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor the field performance for this device.